Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29-millimeter (mm) transcatheter bioprosthetic valve, the valve moved aortic from the time of placement to the time of full deployment. The health care professional believed the valve moved on deployment, but this was not known for sure as there was ¿a lot of movement¿ throughout the whole procedure. A second 29 mm transcatheter bioprosthetic valve was implanted valve-in-valve and placed more ventricular to the first valve. No additional adverse patient effects were reported.